Manufacturer narrative:
(B)(4). Eval, results: eval for the returned product shows that when tested using a working model# 8308 sensor pad the alarm passed all functional tests using either receptacle. The pin# 1 of the sensor # 2 receptacle is bent and out of place. Manufacturer references file# (B)(4).

Event description:
Customer claims that the alarm has power, but does not sound when weight is removed from the sensor. The batteries were replaced with a new supply. Customer tested the alarm with a new sensor and the results remain the same. There was no pt incident or injury reported.